Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 81-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the impella 5.5 was removed and the graft bled out. The graft was folded and over sewn. After sewing was completed, the site was assessed for bleeding. There was no bleeding and the skin was sutured with glue over the top of the incision.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The most likely cause of the major access site bleeding was use related. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Added- h6 component code 925 d4-corrected model number in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission. F6/f8 should have been left blank in the initial report.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. No product was returned for an investigation. Data log analysis confirmed multiple impella position in aorta alarms eleven hours after beginning support. These were proceeded and followed by suction alarms. Additionally, all 5s parameters were within normal bounds except for signal-to-noise ratio (snr), which remained below 1500 throughout the entire case. The most likely cause of the optical signal issue was patient condition related. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B.5. Updated to include optical signal issue description. H.6. Updated to include placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-09486. B.1. Product problem updated. B.7. Other relevant history, including preexisting medical conditions updated. D.10. Concomitant medical products and therapy dates updated. G.1. Reporting contact email and reporting contact fax number updated.

Event description:
The complainant also reported the impella placement signal in aorta alarm was occurring anytime the patient coughed. Team confirmed the correct placement under echocardiography.